Event description:
An anterior extravasation was noticed during a lateral fluoroscopy that was taken at the end of the procedure. The event as reported was not attributed to the device. The event that occurred is a known risk of vertebroplasty and kyphoplasty. At this time, no connection can be made between the incident and any shortcoming of the device or of information supplied with the device. No reported patient injury occurred. As an event of this nature could result in the need for surgical intervention were it to recur an MDR is being filed.

Manufacturer narrative:
No conclusion can be made. No product was returned for root cause analysis. Review of the device history record confirmed the lot met all specification requirements prior to release. No reported patient injury occurred. As an event of this nature could result in the need for surgical intervention were it to recur an MDR is being filed.